Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that patient presented in clinic for routine follow up, upon interrogation it was found that the patient's pacemaker exhibited a diagnostic anomaly in which its battery longevity was over-estimated. No intervention was performed. The patient was stable.